Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The patient was prescribed plavix and aspirin as post implant therapy. The patient was scheduled for a 45-day follow-up transesophageal echo (tee) on (B)(6) 2021, but did not receive the tee due to a stroke. The patient experienced left sided weakness at work on (B)(6) 2021. The patient was admitted to the hospital and found to have a proximal right m2 occlusion. The patient received tissue plasminogen activator and a thrombectomy. The patient is still experiencing some left sided weakness and left side facial drooping from the stroke. No tee has been performed so it is unknown if there are any issues with device placement or any evidence of thrombus on the device. The patient is still an inpatient in the neuro intensive care unit as of (B)(6) 2021 with pleural effusion issues that are being addressed.

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The patient was prescribed plavix and aspirin as post implant therapy. The patient was scheduled for a 45-day follow-up transesophageal echo (tee) on (B)(6) 2021, but did not receive the tee due to a stroke. The patient experienced left sided weakness at work on (B)(6) 2021. The patient was admitted to the hospital and found to have a proximal right m2 occlusion. The patient received tissue plasminogen activator and a thrombectomy. The patient is still experiencing some left sided weakness and left side facial drooping from the stroke. No tee has been performed so it is unknown if there are any issues with device placement or any evidence of thrombus on the device. The patient is still an inpatient in the neuro intensive care unit as of (B)(6) 2021 with pleural effusion issues that are being addressed. It was further reported that the patient is still experiencing some left sided weakness and as of (B)(6) 2021, the patient was in a rehabilitation facility. It was further reported that the patient also experienced a pericardial effusion post procedure. No intervention was required.

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The patient was prescribed plavix and aspirin as post implant therapy. The patient was scheduled for a 45-day follow-up transesophageal echo (tee) on (B)(6) 2021, but did not receive the tee due to a stroke. The patient experienced left sided weakness at work on (B)(6) 2021. The patient was admitted to the hospital and found to have a proximal right m2 occlusion. The patient received tissue plasminogen activator and a thrombectomy. The patient is still experiencing some left sided weakness and left side facial drooping from the stroke. No tee has been performed so it is unknown if there are any issues with device placement or any evidence of thrombus on the device. The patient is still an inpatient in the neuro intensive care unit as of (B)(6) 2021 with pleural effusion issues that are being addressed. It was further reported that the patient is still experiencing some left sided weakness and as of (B)(6) 2021, the patient was in a rehabilitation facility.